Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device without any issues. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing device migration and inflammation at the implant site. On (B)(6) 2017, the recipient was prescribed amoxicillin/clavulanic acid for 21 days. The recipient was recommended non-use of the device for the duration of antibiotic treatment. The recipient is being monitored.

Manufacturer narrative:
On (B)(6) 2017, the recipient was reportedly improving, however, there was still some slight inflammation. The recipient was prescribed cedax suspension for 10 days. The recipient's inflammation is resolved. The recipient will resume device use. The recipient is being monitored.